Event description:
Dealer is stating that the hardware on the left wheel lock is stripped and is causing the chair to wobble. No other information provided. Additional reportable malfunction for this device; the provider alleges a piece fell out the left side front rigging.